Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 173 mg/dl.